Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported the device has been explanted.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified, opening in the posterior, crease fold, wear abrasion, yellow calcification on the surface of the shell. A leak test was performed, and found an opening on posterior. A microscopic analysis was performed which identified, a crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease sharp opening on posterior assessed, as to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.